Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned for a follow-up transthoracic echocardiogram (tte) when it was identified that the clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The mr returned to grade 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned for a follow-up transthoracic echocardiogram (tte) when it was identified that the clip had a single leaflet detachment (slda) and was no longer attached to the posterior leaflet. The mr returned to grade 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.